Event description:
During dialysis set up and treatment the following events occurred: while disconnecting the blood line from the "avf" needle, the blue luer lock cap became disconnected from the blood line. There was no blood loss.